Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the implanting surgeon who indicated that he saw the patient last in (B)(6) 2016 and other than some variability in her astigmatism in the right eye, everything seemed to be going extremely well with her visual status. The surgeon explained that the patient's astigmatism was reasonably regular and should not have caused the patient any decrease in her corrected visual acuity.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that following an intraocular lens (iol) implant procedure, she is now "legally blind" and has "lost night vision". Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient indicating that glasses did not improve her vision in the operative (right) eye. The patient also reported that she had laser treatment for astigmatism performed in conjunction with her iol implant procedure. The iol has now been exchanged for an anterior chamber iol.